Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The left ventricular lead exhibited high impedance. The patient alert was also delivered. No medical intervention was performed. The physician elected to monitor the patient more frequently. The patient's condition post event was good.